Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an attempted implant of a boston scientific subcutaneous device and approximately 20 minutes following commencement of anesthesia, the patient exhibited seizure activity and required intubation. Following the additional medical intervention, the patient went into cardiac arrest with electormechanical dissociation and ultimately passed away despite repeated resuscitation efforts. As no device had been opened for implant, no return of product is expected.